Event description:
Customer reported broken needle while in use. The ¼ section of the needle containing the eye remained with the needle holder while the remaining ¾ with the sharp tip of the needle was in the patient¿s pelvis.